Event description:
It was reported that on (B)(6) 2012 a pump over infused on a pt. The hospital has indicated that over infusion resulted from a programming error where units/minute was selected instead of units/hour. The cause of death was stated to be an aneurysm in the coronary artery.

Manufacturer narrative:
(B)(4). There is no info which suggests a malfunction occurred. The customer has reported that an incorrect dose mode was selected by the user. The device was not returned to sigma for evaluation and hence an evaluation could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.